Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed through a clinicians review of the provided operative reports and x-ray. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided translated primary operative report, translated revision operative report and one x-ray dated 5 days prior to revision by a clinical consultant revealed: on (B)(6) 2005 he underwent a right non-cemented total hip arthroplasty for a diagnosis of coxarthrosis right hip. A translated operative report notes a minimally invasive anterior approach, and that the acetabulum was reamed to 56 millimeters for a 56 trident cup. A 36mm insert, a #4 accolade stem, and a 36 metal head were also utilized, and uncomplicated surgery was described. A post-operative x-ray was noted to show ¿correct implant position¿. On (B)(6) 2019 a ¿stem revision hip joint ¿ right¿ was performed for a diagnosis of ¿taper fracture involving severe metalosis ¿ total hip replacement right¿. A translated operative report describes general anesthesia and a posterolateral approach. The operative report notes, ¿¿ black-discolored and bloated piriformis muscle ¿ capsule has been massively destroyed by metalosis ¿ cup is stable and can remain in situ ¿ insert, as well as the head and the destroyed taper are removed ¿ stem is firmly seated ¿ step by step circulatory chiseling ¿ stem can be knocked out with vise grip ¿ reaming ¿ under radiologic guidance ¿ for wagner 17/190 stem ¿ ceramic head ¿ new liner ¿¿. Uncomplicated surgery was described. X-ray printout dated february 16, 2019 off of the film is an ap of the pelvis demonstrating bilateral uncemented total hip arthroplasties. The right has no screws in the acetabulum, the head is in the acetabulum, and the stem and shell are well-fixed and properly aligned. A displaced transverse fracture at the base of the trunnion is noted. The left total hip arthroplasty has two screws in the acetabulum. It is reduced in nominal position, however the distal long stem is not visualized. A color photograph of an incisional area, undated and unlabeled, demonstrates a deep subcutaneous fat layer and the depth of the incision is noted to be stained with dark material. No patient demographics, no clinical or past medical history, no serial x-rays, and no surgical pathology report or examination of explanted components are available. After fourteen years in situ, a fatigue fracture may have occurred at the prosthetic femoral neck that may have been initiated by a scratch or defect in the lateral tensile side of the fracture site. Since the date of the x-ray is five days prior to revision surgery, it is reasonable to assume an extended pre-revision period of abrasion of the fracture and the stem against the metal head and/or the acetabular rim resulted in the metalosis described. Based upon the information available for review, it is not possible to determine the cause of this late term clinical event. Examination of the explanted stem and its fracture surfaces would be required to determine possible causation. If additional information is received, this report will be updated. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including patient demographics, clinical or past medical history, serial x-rays, surgical pathology report or examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient received a cementless hip endoprosthesis on the left in 2005. The combination of the used accolade shaft and the corresponding 36 mm metal head showed in the literature in the following years an increased complication rate due to cone wear. As early as 2014, the patient was suspected of having had a cone wear, which is why he was advised to change the prosthesis. This was not followed by the patient. On (B)(6) 2019 the patient kinks after 2-3 steps in his own apartment with his leg away. At the presentation in the emergency room of the clinic, a fracture of the cone of the hip endoprosthesis was revealed. For this reason, a new operation of the hip had to be done with a shaft change. Intraoperatively, a moderate metallosis was found in about 2/3 abraded cone which was last broken under load.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The patient received a cementless hip endoprosthesis on the left in 2005. The combination of the used accolade shaft and the corresponding 36 mm metal head showed in the literature in the following years an increased complication rate due to cone wear. As early as 2014, the patient was suspected of having had a cone wear, which is why he was advised to change the prosthesis. This was not followed by the patient. On (B)(6) 2019 the patient kinks after 2-3 steps in his own apartment with his leg away. At the presentation in the emergency room of the clinic, a fracture of the cone of the hip endoprosthesis was revealed. For this reason, a new operation of the hip had to be done with a shaft change. Intraoperatively, a moderate metallosis was found in about 2/3 abraded cone which was last broken under load.